Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and two leaks were detected on opposite sides of the membrane approximately 16.5cm and 17cm from the rear seal. The leaks measured in length 2cm and 2.8cm. The reported problems were most likely triggered by leaks which were found on the membrane with blood filling inside the membrane resulting in difficulty removing the iab from the patient and resulting in the large tears on the membrane. The penetrations appear to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4)

Manufacturer narrative:
Due to character limit in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon therapy (iab) that the intra-aortic balloon pump (iabp) was noted to be stuck during removal, with approximately half of the balloon outside the patient. Resistance to removal was attributed to the internal markers. It was observed that the central catheter had telescoped, with the end marker detached from the balloon and the shaft marker positioned inside the balloon. The device was gently manipulated and successfully removed from the femoral artery. Post-removal x-ray confirmed that no material was retained in the patient, and the patient remained stable with no adverse effects. Following removal, the team deliberately dissected the balloon for investigation, which resulted in two tears; these tears were not present at the time of removal. No harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: b5,h6 (medical device problem code, investigation finding, investigation conclusion).

Event description:
It was reported during intra-aortic balloon therapy (iab) that the intra-aortic balloon (iab) was noted to be stuck during removal, with approximately half of the balloon outside the patient. Resistance to removal was attributed to the internal markers. It was observed that the central catheter had telescoped, with the end marker detached from the balloon and the shaft marker positioned inside the balloon. The device was gently manipulated and successfully removed from the femoral artery. Post-removal x-ray confirmed that no material was retained in the patient, and the patient remained stable with no adverse effects. Following removal, the team deliberately dissected the balloon for investigation, which resulted in two tears; these tears were not present at the time of removal. No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings & investigation conclusions).